Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the contact requested assistance programming an extended bolus. Reportedly, the customer's health care provider's (hcp) office believes that using the extended bolus feature will help maintain the customer's blood glucose (bg) levels within target range. The customer experienced a bg level of 263 mg/dl, which was addressed with a correction bolus. Tandem technical support educated the customer on the extended bolus feature on the pump. The customer acknowledged the information provided and was satisfied.